Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. Email address: unknown, not provided. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted in secondary surgical procedure from patient¿s left eye because patient could not tolerate. Reportedly the lens was fully inserted with goal of -2.00 (with previous lasik), however achieved -2.88. Lens with same model, but lower diopter (19.5) was used as the replacement lens for the patient. Patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 7/13/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. A bent trailing haptic and a detached leading haptic were also observed. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed. The search revealed one other complaint part of this production order, however, the complaint issue was a low risk and no investigation was required, therefore this complaint issue was not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.